Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had experienced a high blood glucose of 400 mg/dl and treated. Customer's blood glucose reading was 140 mg/dl at the time of call. Customer's parent reported that they were having issues with the infusion set. Customer's parent also reported issues with the sensor that was damaged. Customer's parent declined high blood glucose troubleshooting. Customer's parent stated that the trained advised them to remove the insulin pump and treat with manual injection when they noticed that the blood glucose was running high and would not come down. The product is not expected to return for analysis.